Manufacturer narrative:
The device history record for the lot number provided will be reviewed. If significant information is identified from the sample investigation, a summary of the investigation results will be provided in a supplemental report.

Event description:
The caller stated that the respiratory therapist came by and dropped off a 6lpc stating that it could not be inflated. The patient required a non-routine recannulation of the tracheostomy tube.